Manufacturer narrative:
The information provided indicates that the sample is expected to be returned for analysis. If the sample is returned, a summary of the analysis will be provided in a supplemental report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that air leaked from the cuff. The cuff had reportedly been in place for 2 days before the leak occurred. This event allegedly required the patient to be reintubated. There was no additional harm to the patient reported.

Manufacturer narrative:
The sample was received for analysis and the reported issue was confirmed. A inflation/deflation test was performed, air was applied to the cuff then deflated after two minutes. A visual inspection was performed and it was observed the cuff presents two small tears. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that air leaked from the cuff. The cuff had reportedly been in place for 2 days before the leak occurred. This event allegedly required the patient to be reintubated. There was no additional harm to the patient reported.